Manufacturer narrative:
The activ.a.c unit was tested on (B) (6) 2010 prior to patient placement and met specifications. Inspection, testing and evaluation of the unit and review of the history log did not reveal any evidence of a defect or malfunction with the device. The sensat.r.a.c pad and tubing from the patient placement was not available for evaluation. The alleged problem with the sensat.r.a.c pad could not be confirmed. The v.a.c dressing clinical guidelines for grafts states: "apply v.a.c dressing immediately after graft placement and begin therapy as soon as possible. Continuous therapy should be used to provide a constant bolster." The clinician's record indicates therapy was changed to intermittent on (B) (6) 2010 prior to the event. This event is reportable as v.a.c therapy cannot be ruled out as a potential factor in the reported need for surgical intervention.

Event description:
It was reported that the doctor performed a flap on the patient's right foot on (B) (6) 2010 for a surgical wound with delayed healing. V.a.c therapy was re-initiated with standard settings. Upon follow up ((B) (6) 2010), the doctor reported that the incision, periwound skin and flap appeared healthy and the v.a.c therapy setting was changed to intermittent. The nurse practitioner noted on (B) (6) 2010 that the v.a.c unit had been leaking over the past few days. It was reported that the sensat.r.a.c tubing was clogging with a crystalline material, presumably wound exudate, and the unit was alarming with low pressure alarms. It was reported that the patient's skin was macerated and there was some necrotic tissue. The doctor performed surgical irrigation, debridement, and a skin graft on (B) (6) 2010. Patient follow ups on (B) (6) 2010 and (B) (6) 2010 by the physician noted the graft and tissue granulation looked good although issues continued with the v.a.c therapy unit leading the physician to provide a replacement. On (B) (6) 2010 the doctor performed another irrigation, debridement, and closure of a small area. By (B) (6) 2010, four weeks post op, the v.a.c therapy was off and wound care consisted of triple antibiotic strips. V.a.c therapy was reinstated as the wound was not dong well with the alternate therapy. Patient to be followed by home health.